Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient underwent a contraindicated hip replacement procedure in (B)(6) 2022, and the device was not placed into surgery mode. Afterwards, the ipg was unable to communicate with external devices, and was found to be inoperable. Troubleshooting was tried to no avail. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
Surgical intervention occurred in which the patient's ipg was explanted and replaced to address the issue.